Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 600 mg/dl. The pod was reportedly leaking while worn for between 37 and 48 hours. When the pod was removed, the patient noted bleeding from the insertion site. Emergency services were called and the patient was transported to the hospital. The patient was treated with nutrients and insulin utilizing intravenous therapy and was prescribed paracetamol. The patient was discharged from the hospital after five days.